Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; h2; h3; h6. Reported event is confirmed. Visual inspection of the returned device confirms that the anchor is fractured. The weldment pully is bent. The device is visually conforming to the print as the handles are black, the slide and knob are purple. Dimensional analysis confirmed that the anchor diameter is conforming. The length and tip of the anchor were not measured. The knob turned in both directions as intended. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). F2 ; foreign : india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during cuff repair surgery; the anchor fractured during deployment. Attempts have been made and additional information on the reported event is unavailable at this time.